Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
It was reported that the display on this device needed replacement. There was no pt involvement.